Manufacturer narrative:
Concomitant product: valley lab generator. Investigation evaluation: our evaluation of the returned product was unable to confirm the report. The electrical pin was not bent or damaged. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an continuity tester and passed. There is no corrosion at the crimp joint that might hinder passage of electrical current and there is no damage or broken wires in the snare head. A functional test was performed on the acusnare. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instructions for use state: "inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Instructions for use state: "with electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acusnare polypectomy snare. The technician said that when she closed around the polyp they had a hard time feeling it and it did not cut through the polyp. The snare became stuck on the polyp [lodges on polyp] and had to be pulled off. They then chose to clip the polyp site.